Event description:
During evaluation of the device at zoll's technical service dept, it was found that the device's pacer output was unable to be adjusted. There was no pt involvement in the reported malfunction.